Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a regulatory report from (B)(6) of aseptic peritonitis in a patient coincident with extraneal viaflex therapy. Since (B)(6) 2009, the patient ((B)(6)) was treated with extraneal viaflex, 1800 ml daily, intraperitoneally (ip) for peritoneal dialysis (pd) for chronic renal insufficiency. On (B)(6) 2010, the patient experienced abdominal pain and cloudy effluent. On (B)(6) 2010, the patient was diagnosed with aseptic peritonitis. The event of aseptic peritonitis was considered medically significant. From an unspecified date, the patient received "probabilistic" antibiotic treatment with vancomycin and gentamicin for 13 days (dose and route not reported). The reporter stated "the patient was on sick leave for seven days". The patient recovered without sequelae, on an unknown date. On (B)(6) 2010, extraneal therapy was discontinued. The (B)(6) health authorities considered extraneal as a suspect drug and the causal relationship was rated, according to the (B)(6) methodology of causality assessment, as highly probable.